Event description:
Platform carrying monitor arm collapsed while nurse was moving cart. Platform fell on nurse's finger, breaking it.

Manufacturer narrative:
Ccar report concludes failure, due to monitor platform height securing pin not being correctly replaced after monitor platform was moved, (securing clip not being replaced), or securing clip being accidentally unlatched and pin subsequently working loose. Pin redesigned to include additional securing feature (now two in total).